Manufacturer narrative:
Product testing could not be performed since no product was returned for evaluation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nurse and the surgeon had prepared the intraocular lens (iol) as per the directions for use. The surgeon was about to implant the iol into the patient¿s eye but noticed a white mark on the lens. Healon was used as a viscoelastic. There was no patient involvement/user injury. No additional information was provided to abbott medical optics.